Event description:
User states fluid from an analyzer leak had flowed out into the walkway in front of the analyzer. The user wiped up this fluid and placed a mat to catch additional fluid from the leak so it would not flow into the walkway again. No pt samples were involved. No operators were harmed. The field service representative determined there was a hole in the rinse nozzle tubing and repaired it. Performance tests were performed which were within specification.